Event description:
After an implantation period of approx. 11 months, it was reported that the device classified a vt as svt. The device was reprogrammed and remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the available data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The available data have been analyzed. An amount of 64 episodes were documented. The reported svt episode nr. 63 was inspected in detail. The svt was detected on (B)(6) 2022 at 20:30 h and had a duration of 43 sec. With an onset value of 2 percent and stability of 2 ms, the onset and stability criteria in the rv channel were not fulfilled, which led to the reported svt detection. The analysis did not show any anomalies. Please note, in vvi-mode the detection is single-chamber based with onset and stability criteria even if smart is switched on. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction. The ICD functioned as specified according to the programmed parameters.